Manufacturer narrative:
The returned device was evaluated and the needle mechanism was checked for damages that would cause the device to dislodge. No issues were observed. The cause of the reported dislodging could not be determined. The device was received fully deployed. No bends nor kinks were observed to the soft cannula. No alarms, timeouts, nor drive stalls were observed in the data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reports the pod had become dislodged from the infusion site (abdomen). In addition when removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod and administered a manual needle correction of insulin.